Event description:
Report received which states, "td catheter was leaking around the thermistor site. The substance that was leaking was the pt's own blood. The staff has been exposed to human waste. (The) td catheter was inserted in the pt before the heart surgery was performed. Two to three hours after the catheter was inserted a leakage of the pt's blood began to appear through an opening around the site where the thermistor enters the td catheter. It was unk how much blood was lost. Unclear what measures were taken to test staff that was exposed. (The) catheter was removed before transferring the pt to the cardiovascular ICU. Do not know if a new one (catheter) was (inserted) in the ICU. Dopamine and phenylephrine were infusing through the proximal port of the catheter and was not affected from the event. No consequences to the pt except for the loss of blood". Although requested, additional info has not become available.